Event description:
It was reported that the patient presented to the ICU complaining of unspecific symptoms. Upon examination of the segms it was noted that the device exhibited loss of ventricular capture. The patient deceased; the cause of death was unknown. There is no known allegation from a health care professional that suggests that the death was device related. No further information was available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).